Event description:
A (B)(6) male pt contacted zoll customer support to report constant 'check belt' messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt message) has been confirmed. Upon eval, there was a broken black pulse wire inside the cable connecting the distribution node (dn) to the front therapy electrode (te) between the ECG a and b complex. The cause of the check belt alarms is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.